Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04145. It was reported the pt was receiving unwanted stimulation in the chest and abdomen instead of the left ankle and foot where the pain pattern is located. X-rays were performed which found the leads have migrated upward two vertebral segments. It was reported the pt was to be referred for surgical intervention to address the issue at a future date.